Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had an alert 02 (low flow). Nurse went through all trouble shooting and planned to switch out arctic sun device and still if they get alert 02 (low flow), nurse will switch out pads. Mss instructed nurse to keep old pads to send back if that ends up being the issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pads ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an alert 02 (low flow). Nurse went through all trouble shooting and planned to switch out arctic sun device and still if they get alert 02 (low flow), nurse will switch out pads. Mss instructed nurse to keep old pads to send back if that ends up being the issue.